Manufacturer narrative:
The device involved in the reported incident has been received for an eval. An investigation has been initiated based upon the reported info.

Event description:
A crw arc system was reported to have numbers that were not readable. The unit was in contact with a pt. Additional clinical info has been requested.